Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast capsular contractures (baker grade IV). As a result, the patient underwent bilateral removal and replacement with mentor gel implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 2, 2022, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On february 11, 2022, mentor became aware that the suspect medical devices were the following: (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 6767179 and (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 6901419. On february 21, 2022, mentor became aware that the correct date of implantation was on (B)(6) 2015. On february 24, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 1, 2022, mentor became aware that the replacement devices were the following: (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9438903 sn: (B)(6) and (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9503883 sn: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis.